Manufacturer narrative:
(B)(4). A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device with a 6f sheath after an unspecified procedure. Reportedly, the starclose se sheath did not split properly and the starclose se clip was not deployed. Manual compression was used to chieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety release mechanism was not activated for device removal. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Av conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to filing of the initial 30-day medwatch report, additional information was provided: it was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after percutaneous transluminal angioplasty. Resistance was felt during sheath splitting. The safety release mechanism was not used to remove the starclose se device. No additional information was provided.